Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device infused incorrectly. There was patient involvement but no harm.

Manufacturer narrative:
Additional information : imdrf annex a, c, d and g codes.

Event description:
It was reported that the device infused incorrectly. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: medical device catalog #, unique identifier (UDI) #, medical device serial #, medical device model #, concomitant med prod data, device return to manuf .?, device manufacture date. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. It was determined through investigation of the returned devices that the initially reported suspect device with serial number#(B)(6) is a concomitant and this file has captured the correct suspect device with serial number# (B)(6) as per investigation report.

Event description:
It was reported that the device infused incorrectly. There was patient involvement but no harm.